Event description:
It was reported that the subject device had no image on the screen during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, d9, h2, h3, h4, h6 and h11 the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Olympus will continue to monitor the field performance of this device

Event description:
No additional information received from the customer.